Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected h3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was delaminated and the upstream occlusion (uso) seal is defective. Service history identified the complaint was not related to a previous service of the device within the review period. No issues were found in the event history log. The dso and uso seals were replaced. Further inspection found the uso sensor was seated incorrectly so the uso sensor was also replaced.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device has a delaminated downstream occlusion seal and requires a software upgrade. The event occurred during testing, there was no patient involvement.